Event description:
This customer complains because the pt treated with this machine gained 5 kilograms in some hrs of treatment (the weight of the pt has been checked with an external scale). The treatment history form the machine confirmed the event. During that period, several alarm "caution; effluent weight" have been set off by the machine.